Manufacturer narrative:
Approximate age of device ¿ 2 years 7 months (calculated from the date when the system controller was issued to the patient). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016 the patient¿s system controller produced the backup battery fault alarm. The system controller 11 volt lithium-ion emergency backup battery was replaced. The alarm may have been due to the expiration of the system controller ebb. The patient was asymptomatic. Additional information was requested, but was not provided.

Manufacturer narrative:
The backup battery was not returned for evaluation, however, the system controller was received. The reported event of a backup battery fault alarm was confirmed based on the evaluation of the retrieved log file collected from the returned system controller and the device history records. The log file contained 240 events over approximately 3.5 days from (B)(6) 2016, per the timestamp. On (B)(6) 2016 at 12:00:00am a backup battery fault was captured. In the next event at 12:00:59am a yellow wrench advisory alarm activated for a backup battery passed expiration date alarm. The alarm remained active until (B)(6) 2016 at 5:04am. The backup battery fault alarm did not affect the system controller's ability to operate the pump at the set speed. The expired backup battery was not returned for analysis and the serial number was not reported. Although the serial number of the backup battery was not reported, device history records showed that backup battery, serial number (B)(4), was shipped with (B)(4) and manufactured in november of 2013. At the time of the reported event, the backup battery would have been expired and the system controller would have alarmed with a backup battery fault alarm. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on (B)(6) 2016 the system controller log file displayed a backup battery fault alarm at 12:00 am midnight. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). Based on the evaluation, the system performed as designed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing its file on this event.